Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pump was infusing, the tubing broke in the ¿(B)(6) loop¿. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the tubing broke was confirmed. Visual inspection showed the male luer tip was broken off. Inspection under magnification showed stress marks at the break site of the male luer. Functional testing was not performed due to the damage. The root cause of the male luer break could not be determined.